Event description:
Review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the resistance reading from the distribution node (dn) was variable. The last patient to use this device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the resistance reading from the distribution node (dn) was variable. The red and white (pp+) wires in the dn were fund to have a cold solder joint. The variable resistance reading was caused by the cold solder joint. The root cause of the cold solder joint was unable to be positively identified but is likely an assembly error. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.